Event description:
The customer reported the unicel dxh 800 coulter cellular analysis system generated incomplete differential results intermittently, and the error condition: diff preserve delivery could not be verified. There were no erroneous test results reported out of the laboratory. Patient samples that recovered with incomplete differential results were rerun and reported from another analyzer. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and could not reproduce the issue. The fse did verify the error from the instrument logs .the fse replaced and primed the differential preserve pump resolving the issue and the errors associated with it. Identified failure modes: failure mode is related to a faulty differential preserve pump. The instrument generated an error condition: differential preserve delivery could not be verified, and alerted the operator to an instrument problem. Upon recur; the failure mode identified is likely to generate erroneous flagged, un-flagged, or non- numeric results due to compromised differential preservative delivery. Evaluation of product labeling: per labeling, beckman coulter inc. Does not claim to identify every abnormality in all samples. Beckman coulter suggests using all available options to optimize the sensitivity of instrument results.